Manufacturer narrative:
The reported complaint was confirmed. Per additional testing done by the supplier, the cause for the abnormal behavior and failures observed could be identified as gas bubbles in the front sensing area nearby the cathode. Origin of the gas bubbles cannot be clearly be specified. They observed slight under pressure of the core cell might have cause or contributes to the partly elevation of the film against the underlay. Through the disturbed adhesion of the components cavities occur that get filled with gas containing oxygen. The oxygen then causes signal instabilities and failures. This can but must not be related to the usage. Through pull and/ or push forces occurring through the pressures, that might be related to fast evaporation which itself might be caused through high and dry gas flows, the film might have lost partly contact to the underlay. It is not excludable but also not verifiable is a disturbed adhesion of the film against the underlay from the beginning on. This might relate to fluctuations and tolerance with materials and assembly quality. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor function to be inconsistent. While checking the o2 blend values, the sensor signal would steadily increase, causing the system to attempt to adjust the o2 blend. This caused the mismatch between the central control monitor (ccm) and the external o2 analyzer. The sensor was isolated from the printed circuit board (pcb) and tested with manual o2 adjustments with a multimeter to confirm the inconsistent function.

Manufacturer narrative:
The service repair technician (srt) duplicated the reported complaint. He was able to able to successfully calibrate the oxygen (o2) sensor but observed the fraction of inspired oxygen (fio2) values on the o2 analyzer and the central control monitor (ccm) were out of specification. After a successful calibration a 'calibrate o2 analyzer' error appeared on the ccm. He replaced the o2 sensor. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would intermittently not calibrate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.